Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No troubleshooting was performed. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection. Device communicated properly with glucose sensor simulator and the transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No sensor-keypad anomalies, sensor anomalies or frozen screen anomalies noted during testing.